Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was very high and the insulin pump has no alarm. His blood glucose down to normal when use other insulin pump in hospital and very high when use his insulin pump again. The customer did the motor displacement test, it can passed and no special alarms. The insulin pump will be returned for analysis.